Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the device freezes during operation. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was unable to power on using battery power. The device was placed in a docking station and was able to power on, however shortly after boot up the display goes black and ten beeps are heard. The 10 beeps anomaly is due to a damaged u21 current limiter ic on the instrument board. The instrument board was replaced and the unit functioned as designed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).